Manufacturer narrative:
Citation: buzzatti n, et al. A computed tomography study of coronary access and coronary obstruction after redo transcatheter aortic valve implantation. Eurointervention. 2020 dec 18;16(12):e1005-e1013. Doi: 10.4244/eij-d-20-00475. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of multi-detector computed tomography to investigate the potential risk of impaired coronary access and coronary obstruction if redo transcatheter aortic valve implantation (tavi) is required. All data was retrospectively collected and analyzed from three european centers between 2007 and may 2018. Of the 221 patients included in the study population (predominantly female, mean age 80.9 years), 138 underwent initial tavi with the medtronic corevalve. No unique device identifier numbers were provided. Among all patients, adverse events included: redo tavi due to valve malposition/low implant depth (nine cases, including one patient initially treated with a 29 mm corevalve); valvuloplasty (one case); and leak closure (one case). Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.